Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they do not know how to turn the stimulation back on and if the stimulation is off or on. Caller mentioned on thursday they came home to find the patient horizontally on the bed and told them to call the ambulance. Caller stated that the ambulance took the patient to a local hospital to stabilize the patient because the patient's heart was beating twenty two zero beats per minute. Caller said that the hospital tried to stabilize them before they could transport the patient, but they were unable to do so because the device in the ambulance caused them a problem when trying to turn the stimulator off and they couldn't get anything to work. Caller then stated that they went home and got the handset and the equipment manuals and handed it to the paramedics. Caller mentioned that the paramedics were trying to turn off the device so it wouldn't interfere with the frequency of the ambulance and any procedures that they would have to do, but the paramedics said they could not achieve that procedure so they put in an equipment from the hospital to stabilize the patient during the transport to the hospital and that's how they left the patient. Caller noted that the paramedics were playing with the handset to turn the device off and did not know what they were doing and may have turned the stimulator off but also the stimulator could still be on. Caller also stated that when the patient came home, the patient had neuropathy pains and back pains came back as if the stimulator was off; caller requested assistance in either turning the stimulator back on or being shown how to know if stimulation is on. Agent walked caller through connecting the handset and communicator to the implant. Caller confirmed that the handset was charged to 100% and the implant was at 100% with excellent connection. Caller noted that the patient said there was no relief in their back, so they thought maybe the handset was turned off and not sending the signal to the body battery. Agent had the caller restart the handset. Agent then walked the caller through turning the therapy back on. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with caller everything appears to be working as intended and patient can adjust their therapy if they would like. Caller reported patient already started to feel the stimulation on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.